Manufacturer narrative:
Analysis received the unit with moisture on the lcd board. However, the unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there is a crack in the pump. The customer's blood glucose was 77 mg/dl at the time of incident. The customer stated the insulin pump has moisture under the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.